Event description:
During a coronary drug eluting stenting treatment procedure the stent would not cross the lesion. While attempting to place a taxus express2 3.0 x 8 mm drug eluting stent, the stent would not cross the lesion, consequently the stent was never deployed. The stent delivery system was removed from the pt. No damage was noted at the time of report to the MFR. Upon receipt of the device to boston scientific it was noticed that the hypotube was fractured. It is unknown how this procedure was completed. There were no reported pt complications. The pt's status was listed as "satisfactory/good".